Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9530s-03 trial humeral insert broke through the holes, not allowing us to insert the liner. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
The complaint was confirmed. Visual evaluation of the pictures attached to the complaint of an ar-9530s-03 univers revers trial 36 +3. It is concluded that the symmetry of the circle was damaged. The material around the circle shows nicks and is missing a piece. The most likely cause for the reported failure is user error for applying excessive force during use. Per dfu-0023- at revision 3. I. Cautions. 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.